Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and bent cannula. Blood glucose level at the time of the incident was 400 mg/dl which was treated with bolus. It was unknown whether the auto mode feature was active or not at the time of incident. Troubleshooting for bent cannula was performed. The customer was advised of the proper preparation process and insertion techniques. Troubleshoot for high blood glucose could not be performed. The insulin pump will not be returned for analysis.